Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating completely. It was noted that after 2 or 3 pressures on the pump, it becomes hard, and it can't be further manipulated. Also, the cylinders do not inflate completely. Troubleshooting of the pump was performed but unsuccessful. The ipp is currently implanted, and the replacement surgery is already scheduled. There were no patient complications reported.